Manufacturer narrative:
The device was not returned for evaluation. Device was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Further evaluation regarding supplier related quality issues is under investigation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
Cco could not be measured during use of a swan ganz. There was no error message. When the customer selected the cco start button, the cco start button suddenly changed back to the begin cco monitoring selection instead of the co countdown timer selection. Customer estimated the change happened in about three minutes. Because of this issue, cco was not displayed during the six and half hour surgery. Bt was also unstable during the operation. The bt was indicated as around 36 degrees for a while in the beginning, which was the same as the expected value. However, the value would suddenly drop to 24 degree and 17 degree or elevate to higher value. The change of bt values would not be acceptable based on the operating field and situation of the patient. The catheter replacement was not performed in the case. The catheter was discarded at the hospital. The symptom was not improved by replacing 70cc2 cable nor by reconnecting sgm. No patient injury reported. The involved hem1 and sgm were documented as complaints too.